Event description:
It was reported that post a coronary stenting treatment procedure, a restenosis occurred. The target lesion was located in the non tortuous mid left anterior descending artery. It was predilated with a 3.0x20mm voyager balloon inflated twice to 8 atm's for 20 seconds. A 3.5x24mm liberte' bare metal stent was deployed at 14 atm's for 25 seconds. The stent was deployed at 14 atm's for 25 seconds. The stent was not postdilated. The successful angioplasty was completed with no residual stenosis. No pt complications occurred. About 3 months later, the pt began experiencing recurrent chest pain, off and on for several days. She had EKG changes, when she presented to the doctor's office and was sent to the ER. The pt was recatheterized and the liberte' stent was found to be 90-95% restenosed. The restenosis was treated with a maverick balloon and another MFR's stent was implanted. Pt status is satisfactory. No further pt complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.